Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that their blood had stopped but they noted having dry blood under their bandage. Three days later the patient stated that they got their lead wires caught on a door knob, and they were not feeling stimulation at that time. They turned stimulation up to where they could feel it again. The next day it was reported that they had switched sides because they thought the lead on the right may have moved. They were able to feel stimulation on the left. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of concomitant products: product ID 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.